Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -14.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore/broke during injection into the eye. Intraoperatively the lens was removed and replaced with a same model/length lens and this resolved the problem. There was no patient injury. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).